Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. The pump was returned to the biomedical engineering department for an unspecified reason. During testing at the user faculty, the pump did not alarm when there was air in the tubing distal to the pump. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).